Event description:
It was reported the patient was booked for a lead revision because impedance values greater than 4000 ohms were reported, indicating possible lead fracture. It was stated the impedance values before case were within normal range. It was noted the patient stated their stimulation was not constant and at times not felt. Reportedly, the surgeon decided to replace the whole system on (B)(6)-2014. During explant, it was reported that even though the surgeon grasped the lead using an artery forceps below the tines and used direct upwards pull, the lead sheared off leaving some portion within the patient. It was noted the surgeon stated they had not seen that before with any explant of a lead. It was stated a new lead was implanted and there was good on table testing observed. Reportedly, there was no injury to the patient and the patient¿s status was unknown. It was stated the reason for removal was due to breakage of the lead or extension.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, serial# unknown, explanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, explanted: (B)(6) 2014, product type: lead. Product ID 748910, serial# (B)(4), product type: extension. Analysis of the device, model# nbv632833s, found no anomalies. Analysis of the lead, model# 3093-28, model# unknown, found no significant anomalies. The #0 and #1 electrode sleeves to be torn off due to overstress or damage. The lead was received segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.